Event description:
Revision surgery/instrument failure - the h50 neck trial stripped during surgery. The instrument failure led to a 45 minute delay in surgery, as well as the need to use other instrumentation to cut into the screw to remove it.

Manufacturer narrative:
Djo surgical received this complaint of a reportable event and has determined that the manufacture of the device was osteoimplant technologies, inc. (Oti), now known as pinnacle holding, inc. As part of encore medical's acquisition of the oti product lines, oti agreed to assume all regulatory responsibilities for product implanted prior to encore's acquisition if their product lines on february 22, 2005. This information will be forwarded to (B)(6).